Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that after a nurse used a 1 ml bd safetyglide¿ syringe with 27 g x 5/8 in. Needle attached to a slip tip syringe to draw up medications, the safety device was activated prior to removing the needle from the syringe and while doing so the safety needle spun, the needle bent, and the safety mechanism did not cover the needle which resulted in the nurse obtaining a needle stick injury. The incident occurred prior to patient use the nurse did not receive any medical interventions.